Event description:
It was reported that the pacemaker was unable to be interrogate. No intervention/programming changes were made. Patient status is unknown.

Event description:
New information received indicated that the patient was stable throughout.